Event description:
Pt hospitalized for high blood sugar. Pt feeling bad after lunch with blood glucose up to about 300. Blood glucose stayed elevated through evening and pt went to hosp. When pt evaluated her pump and cartridge set-up, she discovered that the piston rod was not correctly seated into the plunger of the cartridge. Pt switched to back-up pump, new cartridge and infusion set and blood glucose normal. User error attributed to this event.